Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Analysis of the returned device identified: creases flat, opening curved on posterior and weight to the spec. A visual and microscopic analysis was performed which identified sharp opening on posterior and delamination orientation dot. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. A delamination partial of the orientation dot (adhesive failure). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional report right side rupture. Device has been explanted.